Event description:
Nubilizer valve didn't work (stucked?) Blower module made very strange sound. Fan was hitting something, made noise.

Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for operation. The root cause was not determined but the device was replaced with a new one which was brought to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.